Event description:
It is reported that the device was implanted in 2007, and was revised in '08 due to the pt experiencing pain.

Manufacturer narrative:
Eval summary: the trabecular metal primary stem and acetabular cup were in vivo for 15 months until pt pain required a revision of the cup. Surgery notes, pre-op and post-op x-rays were not provided for review. It is unk if the stem had good fixation; however, we know that the stem was not revised. The stem may have contributed to cup loosening by improper leg length, improper offest, incorrect orientation, or stem loosening. However, most likely, the stem was not the factor in revision of the acetabular implant. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers ths investigation closed.